Event description:
It was reported while testing with bd max¿ instrument, remanufactured a false positive result was obtained. There was no report of repeated or confirmatory testing. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary : the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they are receiving false positive. Field service was not dispatched. It was determined that the reagent and instrument is functioning as they intended. The root cause is due to two different methods of sample processing with the bd max instrument using 750 ul while the other method used 140 ul. The complaint is unconfirmed. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd max¿ instrument, remanufactured a false positive result was obtained. There was no report of repeated or confirmatory testing. There was no report of patient impact.